Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data from the device was received and analyzed. Analysis revealed a critical ram parity error occurred on (B)(6) 2013. The device is included in that field action. Based on the information received and without return of the product, it could not be determined that this device performed as described in the field action.

Event description:
It was reported that the device had an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.